Manufacturer narrative:
(B)(4). The device was received with the upper jaw damaged. Upon visual inspection under magnification it was noted that the ptc was damaged. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. Due to the returned condition of the device we were unable to test the device for the reported "tissue effect issues." A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that before an unknown procedure, during the first minutes of the surgery the device started to fail and release smoke and bad smell, the tissue was devitalized. Another like device was used to complete the procedure. One device will be returned.